Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the (B)(6) bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. Failure analysis found the primary failure of broken yaw pulley to be related to the reported complaint. Broken piece(s) is not missing as a result of the breakage. The root cause of this failure was typically attributed to mishandling or misuse, such as excess force applied to the distal end of the instrument. Addition observation, which was not reported by the site, was that the instrument was found to have insulation damage on the conductor wire. The internal wires were exposed as a result. The damage was located at the distal end on the bipolar yaw pulley. No material missing and no thermal damage was observed. Electrical continuity was tested and passed. The root cause is attributed to a component failure. A review of the device logs for the (B)(6) bipolar forceps (part #471172-16/ lot/serial #k11211102 - 0446) associated with this event has been performed. Per this review of the logs, the (B)(6) bipolar forceps was last used on (B)(6) 2022 via system serial (B)(4). There were 9 uses remaining after this last usage. Review of the provided image is consistent with the alleged complaint of a yaw pulley crack. In addition, conductor wire insulation was damaged. Root cause of the failure mode cannot be confirmed without the returned device. This complaint is considered a reportable event due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the (B)(6) bipolar forceps (mbf) had a crack yaw pulley. In addition, upon reviewing the provided image, the damaged conductor wire insulation was observed. The procedure was completing as planned by using a backup mbf instrument with no reported injury. Intuitive surgical, inc. (Isi) has reached out to the safety control specialist to obtain additional event and patient¿s demographic information but has not yet received a response as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred during central processing. When the instrument was last used during a procedure, the instrument was inspected prior to use with no issue. It was unknown if the instrument collided with any other instrument or tool during the last procedure. It was unknown if there was any evidence of arcing during the procedure. After the last procedure was completed, the instrument was inspected with no damage identified. There was no patient injury.